Event description:
It was reported in a summary article the findings of a randomized clinical trial [prevent] of the outcomes of percutaneous coronary intervention (pci) versus optimal medical therapy alone for the treatment of vulnerable atherosclerotic coronary plaques. In the study pci was performed with the absorb and xience stents. Patient outcomes were compared at the 2 year, 4 year and 7 year follow-ups. Patient outcomes included cardiac death, target vessel myocardial infarction, ischemia driven target-vessel revascularization, hospitalization for unstable or progressive angina, thrombosis, stroke, bleeding, procedural intervention, surgery, transient ischemic attack. Additional information can be found in the summary article, "preventive percutaneous coronary intervention versus optimal medical therapy alone for the treatment of vulnerable atherosclerotic coronary plaques (prevent): a multicentre, open-label, randomised controlled trial" the procedure/implantation date has been estimated to be (B)(6) 2015 as this is the first date with the clinic study findings. The date of death or adverse patient effect has been estimated as (B)(6) 2016 as this is one year after the estimated procedure/implantation date.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient death, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient death is listed in the absorb bioresorbable vascular scaffold systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. B2, b3: estimated dates: d4: the UDI number is not known as the part and lot number were not provided. D6a: estimated date. The additional patient effects reported in the article(s) are captured under separate medwatch report. Literature attachment: article titled " preventive percutaneous coronary intervention versus optimal medical therapy alone for the treatment of vulnerable atherosclerotic coronary plaques (prevent): a multicentre, open-label, randomised controlled trial."